Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had received a compromised force sensor system alarm. Insulin squirted out during the manual prime process. The insulin pump was not bumped or dropped. There was not moisture exposure. The customer¿s blood glucose level was 145 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 4 lbs. Due to loose/protruded drive support disk. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, broken battery tube threads, cracked lcd window, cracked end cap, missing end cap sticker, stained back address label and minor scratched lcd window.